Event description:
During incoming inspection, the distributor rejected this device, (B)(6), for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received 2 of item (B)(6) in unopened original packaging. Performed a visual inspection of the devices and there were no obvious signs of a breach. Performed a functional inspection and the devices were dye leak tested per tm-10-217 rev. F, which indicated that the packaging had insufficient heat seals as there was leakage. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.